Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler who experienced a drain problem and underwent surgery on (B)(6) 2021 to correct the problem. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient underwent a nonemergent outpatient procedure for a pd catheter (not a fresenius product) reposition on (B)(6) 2021 due to a ma I position of their catheter. It was reported the patient did not experience a serious injury or adverse event that could potentially cause or contribute to a ma I position of their pd catheter. The patient recovered and was not hospitalized for this event. It was confirmed the patient's pd catheter malposition, and the associated outpatient procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler at home following t his event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).